Manufacturer narrative:
Product investigation summary: the returned t25 t-handle driver was examined and the complaint condition was able to be confirmed as the distal tip was found to be broken (fragment approximately 6mm x 4mm x 3mm). The complaint condition states that the device was used to remove locking caps; as such, a root cause of misuse/abuse was identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Upon further investigation, it was noted that the returned handle had exceeded the expected instrument life of three years (manufactured in may, 2012). A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. The t-handle t25 stardrive shaft is one of ten t25 driver shafts intended to be utilized for screw insertion in the matrix system. Of the ten t25 drivers available in the system, only four are intended for final tightening with the use of a 10nm torque limiting ratchet handle and a countertorque. Users are cautioned against the use of fixed or ratcheting t-handle screwdrivers. If the torque limiting attachment is not used when using any of the stardrive shaft options, breakage of the driver may occur and could potentially harm the patient. The relevant drawings for the returned screwdriver were reviewed (both current revision and from the time of manufacture): top-level and shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. It was also reported that a t-handle w/ ratchet torque wrench did ¿not [fulfill] its function in order to release the caps during a revision surgery.¿ the returned instrument was examined and found to function as intended: the mode selector functioned correctly, the ratchet was smooth, and the coupling was able to engage and retain a known good t25 driver shaft. As such, the complaint against the torque limiting handle is unconfirmed. No further investigation will be completed on that device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. UDI: (B)(4) lot unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the t-handle w/ratchet wrench & w/torque limiter would not release the caps during a revision surgery. The surgeon decided to use the screw driver, which broke. The surgery was prolonged for forty (40) minutes. The patient status was reported as good. Concomitant parts: locking caps (part and lot unknown; quantity unknown). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Part 03.632.074, lot 6999714: manufacturing location: supplier universal punch, packaged by: (B)(4). Manufacturing date: january 24, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The fragments were removed easily without additional intervention. No other medical intervention was required; procedure was completed successfully.